Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the air water cylinder, air water tube, and jet tube. Also, the plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the device but the type of material could not be determined. It is likely that leakage from the sc cover unit may have hindered proper reprocessing, resulting in the foreign materials remaining. Based on the results of the investigation of the cover burn, it is likely that high energy endo therapy accessories such as laser or high frequency may have been used without maintaining enough distance from the distal end of the endoscope. A conclusive root cause for the reported events was not determined. The event can be detected/prevented by the following instructions for use which state: instructions for colonovideoscope cf-ez1500dl/I operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿inspection of the endoscope¿ instructions for colonovideoscope cf-ez1500dl/I operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿ instructions for cf-ez1500dl/I operation manual chapter 3, ¿preparation and inspection¿ describes how to detect them. Instructions for cf-ez1500dl/I reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent them. Olympus will continue to monitor field performance for this device.